Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. E1. Initial reporter address line 1: (B)(6).

Event description:
It was reported that the issue has happened with same kit on 2 occasions - as the lag screw is being inserted through the proximal hole, advancing through the other side/exit hole, there is high resistance, squeaking of implant and it is unable to be advanced fully. The guidewire also appears to sit very proximal as it exits hole rather than central. All attempts made to make adjustments but same problem continued to happened with every attempt.